Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 product not confirmed h3 evaluation: product sample received for analysis. During investigation, complaint sample was inspected visually. Here, it was found that the connector was well places and intact with the drain. Also, no abnormity related to the complaint statement (the joint between the catheter and the adaptor came off after using a drain) was observed. Also, as per standard practice, 100% inspection is carried out, visual. Before and after packing of finished goods, prior to the product release. Batch record review is not performed, as the lot no. Of the complaint is unknown. Retain sample analysis could not be performed as the lot no. Is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Product not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Was any leakage reported? No further information is available. Was drainage achieved? No further information is available. How was the case completed? No further information is available. Was a new drain needed to correct the situation? If yes, was the new drain placed surgically? No further information is available. Device return status: the device has been received at sukagawa and will be shipped. Please check rmao. No further information will be provided." Related events captured via mw# 2210968-2022-09784, mw# 2210968-2022-09784. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2022 and a drain was used. The joint between the catheter and the adaptor came off after using a drain. Further details are not provided. There were no adverse consequences to the patient.